Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the fiber was noted to be forward firing. The fiber was exchanged and the procedure was completed utilizing the second fiber. No injury reported. Additional information was not reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #637a, serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information received: it was stated that during the procedure it was noticed that the fiber was not vaporizing effectively and the physician puled back from the tissue. Fiber contact was unavoidable due to the size of the gland. Upon retracting the fiber back from the tissue during an exposure it was notice that the beam was not coming out the fiber output window any longer but coming out the tip.

Event description:
Additional event information: (B)(4) , joules used: 167,279. Event information: "aiming beam fires straight out of fiber" " no side firing aiming beam. Went straight out". Finishing fiber: (B)(4), joules used: 86,370.